Manufacturer narrative:
(B)(4): explant of intraocular lens. Incision enlargement.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x (normal) microscope magnification. The condition of the returned sample indicated that one half of lens and a loose haptic was received. Visual inspection revealed surface residuals (fiber/particles) on the lens, which is compatible with handling the lens out of sterile environment. No cosmetic conditions were found. The lens condition was consistent with a lens that had been explanted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed all process operations presented in the manufacturing record were in compliance with product specifications. A review of the process and/or material change does not show a change in manufacturing process. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to the wrong lens being implanted. In addition, it was stated that the incision was required to be enlarged to remove the lens. No sutures were used, and the iol was replaced with another lens of the same model. There were no patient complications. No further information has been provided.